Event description:
Resistance was met during advancement of the pixel over another co's guide wire. Before the device reached the hemostatic valve, it was observed that distal soft tip of the catheter had separated from the device. The separated tip was easily identified and removed from the guide wire without any complications. There was no pt involvement.